Event description:
The 3-channel device reportedly lost power when unplugged for pt transport. The pump was infusing dopamine at 5mcg/kg/min (specific rate not recalled), nitroglycerin at approximately 5-10ml/hr and lidocaine at approximately 15-23ml/hr. The pump was immediately plugged back in, the settings had reverted to zero, and all three channels alarmed. The pt was dependent upon the infusions and the blood pressure dropped "significantly" from 110mmhg systolic down to 60mmhg. The nurse could not re-program the pump and a new pump was readied. During the time the pump stopped and the second pump was set-up, the pt blood pressure was controlled with manual titration of the medications. The nurse reports "it was touch and go because the pt was dependent upon the infusions and it took awhile to get them back up and running." The medications initially had to be titrated up, but after awhile the pt returned to baseline. No adverse sequelae were reported.

Manufacturer narrative:
Testing and investigation confirmed the reported complaint. The supplier's battery failed due to missing silicon oil in the valve assembly. The lack of oil caused the valve to function correctly for a few times only and then fail with the valve stuck in the open position. This failure caused oxygen to enter into the battery housing and oxidize the active plates and resulted in a sudden loss of battery capacity. The suppliers valve mfg process and test equipment problems have been corrected.